Manufacturer narrative:
Correction: section d4 - serial number corrected from "bny17038" to "bny170138". Product details such as manufacturing date, expriration date, lot number, UDI upated to reflect correct serial number.

Event description:
New information notes dislodgement was confirmed by fluoroscopy during the procedure to repostition the right ventricular (rv) lead. The rv lead's pacing impedance was also not out of range but was significantly low prior to the procedure.

Event description:
It was reported that the patient presented at the emergency room with chest pain. It was noted upon interrogation that there was no ventricular capture and a significant change in impedance was observed on the right ventricular (rv) lead. A procedure to reposition the rv lead was completed. The rv lead remained implanted. The patient was recovering.